Event description:
An analysis was performed on the returned usb to db9 cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable appearing to be stress-related. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. The previously submitted MDR inadvertently did not include the UDI on the initial report.

Event description:
It was reported that the physician&#39;s handheld was giving a &#34;failure to open port&#34; error message when attempting to interrogate a patient&#39;s generator. The cable was disconnected and then reinserted into the tablet 15 seconds later; however, this did not resolve the error message. The physician was provided a new usb cable and the faulty cable was received for analysis. Analysis is underway, but has not been completed to date.